Event description:
Physician reported that a patient treated with hyoid suspension had developed a wound infection. The physician stated that he made a "few efforts" to drain and debride the infection but it persisted. The persistent infection led to the surgical removal of the encore sutures and bone anchors. The device was implanted approximately (B)(6) 2015. The physician reported that the infection appeared to be in soft tissue and followed the suture path from mandible to hyoid bone.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation and multiple unsuccessful attempts have been made to get additional information from the surgeon, therefore, we are unable to determine the definitive cause of the event. Although it is unknown if the device contributed to the reported event, this MDR is being filed for notification purposes. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.